Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced issues during induction attempts at 50 hz, which repeatedly timed out despite four attempts. The physician inquired about alternative options. Technical services (ts) noted limited muscle recruitment compared to expectations and suggested repositioning the programmer wand or starting a new session, as telemetry commands might not have been reaching this s-ICD. A prior yellow screen on the programmer indicated telemetry challenges, which later connected successfully. Under x-ray, this s-ICD appeared positioned too superiorly, possibly not covering enough of the myocardium therefore this s-ICD was repositioned. Ts discussed that depending on how long this patient had been under general anesthesia, the medication can sometimes interfere with induction. Additional information is being requested from the field to obtain the outcome of the repositioning. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced issues during induction attempts at 50 hz, which repeatedly timed out despite four attempts. The physician inquired about alternative options. Technical services (ts) noted limited muscle recruitment compared to expectations and suggested repositioning the programmer wand or starting a new session, as telemetry commands might not have been reaching this s-ICD. A prior yellow screen on the programmer indicated telemetry challenges, which later connected successfully. Under x-ray, this s-ICD appeared positioned too superiorly, possibly not covering enough of the myocardium, therefore this s-ICD was repositioned. Ts discussed that depending on how long this patient had been under general anesthesia, the medication can sometimes interfere with induction. Additional information is being requested from the field to obtain the outcome of the repositioning. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.